Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. From visual inspection, the anchor is cracked along the threads, confirming this complaint. The doctor commented on the softness of the implant, this could possibly indicate a fault in packaging. The packaging was examined for any punctures, but was found fully intact. The anchor itself, through qualitative examination, appears to be the same hardness as a compared existing healix advance knotless anchor. A probable root cause for this complaint is misuse, specifically off axis insertion. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Anchor bent/broke: during the procedure, the anchor appeared to break apart/dissolve on the threads when inserted. As the surgeon threaded the anchor down it was noticed that the threads looked soft and like they were disintegrating and then when the surgeon was about half way in, the anchor broke apart. The anchor was completely removed and another one was opened and used to complete the case. The delay was approximately 3 minutes. Additional information- did the anchor break while tensioning the sutures? No, after - while being inserted which awl was used? Purple hak 4.5 awl. What type of suture was used? Arthrocare #2 forcefiber? (It was a 2 size not quite sure of name of it). What was the bone quality of the patient? Standard - not hard.